Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. As a result, the cable became loose at the distal end. The clamping pulleys exhibited signs of corrosion/contamination/residue that could have contributed to the broken cable. The instrument was found to have corrosion on the bearings. Pitch & grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on multiple components of the bearing. The complaint regarding wire breakage was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the large suturecut needle driver instrument had a broken cable. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.